Event description:
The caller stated that his wife was using a shiley dct tracheostomy tube and it experienced a cuff leak. The tube was put in in 2008, and the leak occurred on nineteen days later. The pt is using a replacement 6dct. The pt did not have any unusual anatomical anomalies. The cuff was pre-tested, and was inflated with 4-5mm h20. The tracheostomy tube is changed monthly. There was no cleaning or resterilization of the tracheostomy tube or disposable inner cannula ( dic). The pt is on a newport ht50 ventilator.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the MFR will review the lot history records. If the tube is returned and failure investigation results provide significant info, a follow-up report will be submitted. A mfg CAPA is already in place to address cuff leaks.